Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify the failure prior to release and that there is no evidence that this device was manufactured out of specification. The risks associated with these devices are acceptable when weighed against the benefits. The exact device history record (DHR) could not be reviewed due to a lack of lot information for the complaint device from the user facility. However, a sales search was able to narrow down the complaint device lot to 13 potential lots. Within those 13 lots, there have been no recorded non-conformances. Additionally, a database search found no complaints for any of the potential lots. Consequently, cook has concluded that there is no evidence that suggests that non-conforming product exists in house or in field. A new supplier investigation to cpt was not initiated in response to this incident due to the lack of lot number or device return. Additional tensile testing by cpt on representative devices supplied by cook confirmed that all tested devices were within the minimum tensile strength specification for the product. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "this product is intended for use by physicians trained and experienced in percutaneous pleural drainage techniques. Standard techniques for placement of chest tubes should be employed." Instructions for use: "9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relive resistance before proceeding." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." This complaint was able to be confirmed based on customer testimony. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause can be traced to component failure without a manufacturing or design issue. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding photos as well as event details was received on 24oct2019. The photos showed all devices used with/attached to the device after placement. It was also reported that the device was in place for about 3 days before the separation of the hub from the tube was noticed.

Manufacturer narrative:
Date of event: (B)(6) 2019. (B)(6). PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a chest drainage procedure, the hub of a thal-quick chest tube set separated from the drain. Consequently, the drain had to be removed and a new chest drain had to be inserted. No adverse effects to the patient have been reported at this time.